Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had air bubbles in gel, foreign matter in tube; biological and non-biological, and tubes/extenders with molding defects (non-cosmetic) that can be used. The foreign matter event occurred 6 times. The air bubbles in the gel occurred 2 times. The molding defect event occurred 1 time. The following information was provided by the initial reporter: the customer stated: "the following issues were found in tubes: fm in gel x3, damaged tube x1, black spot in gel x2, dirty tube x1, air bubbles in tube x2."

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had air bubbles in gel, foreign matter in tube; biological and non-biological, and tubes/extenders with molding defects (non-cosmetic) that can be used. The foreign matter event occurred 6 times. The air bubbles in the gel occurred 2 times. The molding defect event occurred 1 time. The following information was provided by the initial reporter: the customer stated: "the following issues were found in tubes: fm in gel x3, damaged tube x1, black spot in gel x2, dirty tube x1, air bubbles in tube x2."

Manufacturer narrative:
H.6. Investigation summary: bd received 9 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm embedded in the tube, scratched tube, fm in gel, dirty tube and bubbles embedded in plastic tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.